Event description:
During treatment with juvederm ultra in the lips, the patient experienced "extreme swelling and burning." The patient was prescribed benadryl and hyaluronidase was injected to prevent worsening of the symptoms that may lead to permanent damage. The patient's symptoms have resolved.

Manufacturer narrative:
(B)(4). Device evaluation summary: batch number hv24536926 was released by qc according to defined specifications. The documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle and the sterility test are registered as conforming. The attributability is then impossible to determine.